Event description:
The clinician successfully deployed a gore excluder bifurcated trunk ipsilateral device. After several attempts, the clinician could not advance the 12fr. Introducer sheath far enough for the positioning of the contralateral limb device. The clinician removed the sheath and attempted to advance another 12fr introducer sheath but was still unsuccessful in advancing the sheath far enough to position the contralateral limb device. The clinician decided to convert to open surgical repair.